Event description:
Rn reported pt on althin-baxter system 1000 hemodialysis device removed more weight than intended. The goal was 2.9 kg, the actual was 4 kg. The pt experienced cramping and was administered 400 ml of normal saline. There was no hospitalization or injury associated with this incident per rn.